Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During the procedure, the tip of the 3max catheter broke off while inside a 5max ace reperfusion catheter. Fluoroscopy indicated the tip was located inside the 5max ace catheter. The physician removed the 5max ace catheter and flushed the catheter to remove the broke piece of the 3max catheter. The procedure was completed with no reported adverse effect on the patient.

Manufacturer narrative:
Result: the distal shaft of the catheter is stretched. The beginning of the stretched segment begins approximately 123.0 cm from the hub. The elongation of the stretched section is approximately 24.0 cm. The distal tip of the 3max catheter was not returned. This segment included the catheter marker-band. The break site shows evidence of material deformation as evidenced by stretched polymer material an unwound internal support wire. Conclusion: the complaint has been evaluated. The complaint indicates that the tip of the 3max catheter came off while it was inside of the 5maxace catheter. Evaluation of the 3max catheter confirmed a break in the distal tip of the catheter. The catheter marker band was not returned. In addition, the distal shaft of the 3max catheter was stretched beginning approximately 123.0 cm from the hub. The elongation of the stretched section is approximately 24.0 cm in length. It appears that the force used by the operator during the manipulation of the 3max catheter inside of the 5maxace catheter exceeded the product specification for tensile strength. This resulted in the observed damaged including elongation of the distal shaft as well as a break at the marker-band on the distal tip of the catheter. The 5maxace catheter was not returned for evaluation therefore, it cannot be determined if there was any damage to this catheter. The IFU for this device cautions against manipulating the device against resistance and states that the device should be removed if the cause of the resistance cannot be determined to avoid damage to the device or patient injury. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.